Event description:
It was reported that the patient's epicardial patch reported high impedance values. Diagnostic testing confirmed the lead was fractured. The defibrillation therapy was programed from on to off. The lead remains in the patient at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).